Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37791, serial# unknown, product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported, in relation to the patient implanted for spinal pain, poor communication on the patient programmer (pp). They were not able to communicate with the recharger. The patient last felt stimulation about a month ago and the last successful charge was a month or longer ago. The patient was redirected to their healthcare provider (hcp) and it was noted that they did not have a current hcp. It was also reported that recharger antenna had a damaged cord. The cord was twisting and the casing was breaking off. No out-of-box failure occurred and no patient symptoms were reported. This had occurred about a year ago. A replacement antenna was sent. It was also reported that they were charging too frequently. The implantable neurostimulator (ins) was not holding a charge very long. The hcp had told him he would have to charge every 1-2 months and the patient had to charge 2 times a week. At the time of the call, he had to charge 3-4 times a week. It had progressively gotten worse over 6 months to a year. The patient was going to see if their managing doctor would call to meet a manufacturer representative (rep). Additional information was received from a friend or family member of the patient on (B)(6) 2017. It was reported that the patient was charging their implantable neurostimulator (ins) too frequently, they recently had their parameters increased and had previous overdischarge events. It was noted that the patient initially charged about once a week and when they increased the stimulation, the patient was charging once every other or every three days. Due to charging the ins too often, the patient let the ins ¿go dry¿ and the battery died; they met with a manufacturer representative (rep) to restart the battery. During the restart session, the patient could not feel stimulation in the desired area, his right leg but the rep was able to increase the stimulation and the stim issue resolved. After the ins was restarted, the patient had to charge every other day. The patient was redirected to follow-up with their healthcare provider (hcp) to discuss programing options to help extend the recharge interval. There were no further complications report ed or anticipated.